Manufacturer narrative:
Evaluation: conclusions - (user error caused event) based on the complaint history, the root cause of this event was due to loading error and the use of a non recommended cartridge with this lens model. (B)(4): no lens in returned packaging.

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens in the patient's right eye. The lens tore during insertion into the eye. The surgeon cut the lens to remove from eye. Another staar lens was implanted, different model. There was no patient injury. The reporter stated the cause of this incident is a combination of user/loading error by the tech and the use of a non recommended cartridge with this lens.

Manufacturer narrative:
Pt weight: unknown, collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Conclusions: (user error caused event) based on the complaint history, it was determined that the root cause of this event was due to user error. (B)(4).